Event description:
Emergency room personnel were attending to a pt, condition unknown. An attempt was made at countershocking the pt, however after charging the defibrillator, the device would not discharge. The reporter was uncertain how the stored energy was dissipated, however reported that after charging the unit a second time, the unit discharged properly. The pt was successfully converted. There were no adverse effects to the pt as a result of the alleged malfunction.